Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The reported patient effect of dissection is listed in the pressurewire instruction for use (IFU) as a potential complication which may be encountered during all catheterization procedures. Based on the reported information, a definitive cause for the reported difficulties resulting in dissection, unexpected medical intervention and delay in treatment could not be determined. It may be possible that the tip of the pressurewire became entrapped within the lesion and/or associated devices causing difficulty removing and separation. Additionally, it may be possible that the vessel dissection occurred during the retrieval of the separated portion of the pressurewire; however, without having the pressurewire to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the pressurewire x, wireless device was used for fractional flow reserve (ffr) measurement in the anterior interventricular artery (iva). The measurement was at 0.83, and dilation was not required. However, when removing the device, a part of the junction became separated from the body of the device (at the level of the pressure sensor). The guide fragment was snared from the iva with a lasso catheter and then a dissection was observed at the common trunk, anterior interventricular artery and circumflex artery. The dissection was treated with three unspecified stents, ending the procedure. The patient tolerated the procedure without issue; however due to the need for the 3 additional stents, a clinically significant delay was noted. No additional information was provided.